Manufacturer narrative:
The UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms #: (B)(4). A device history review (DHR) is not applicable or relevant as the device was manufactured before 2002. Investigation results do not implicate a service process issue. A product sample was received for evaluation. Functional and visual testing were performed. The device was received in used/poor condition. The evaluation was performed and the reported issue was duplicated. The root cause of the reported issue was due extensive wear and tear on the device. The technician did not repair the device. No further actions are required.

Event description:
It was reported that blown fuses on printer circuit board (pcb) were observed. No patient injury was reported.